Event description:
Ibs, nausea, vomiting, diarrhea, constipation, headache, breast pain, hands go numb; extreme fatigue, gas, bloating, acne, rashes, depression, anxiety, insomnia; weight gain, inflammation, bags under eyes, wide spread pain, weakness, joint pain; hair loss, eyes are yellow, sudden food intolerance; precancerous tumors in colon, sinus issues every day, uti.